Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer has received a replacement device.

Event description:
During service stryker observed the device failed the impedance test which could cause the device to not detect a patient. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.